Event description:
The balloon would not slide onto the wire, after 5 or 6 attempts it would not go through. It seemed as though the end is closed off. A new device was used and worked with lot # 21304384.